Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient was needing their neurostimulator off but today they could not get it to turn off for it stayed on a screen of turning off but it was not for pt still felt stimulation. During reason for call pt pressed stimulation off and it said no device found, when asked if the neurostimulator had a charge they said yes for they last charged the neurostimulator 2 nights ago. Troubleshooting was unable to be performed as when agent asked for equipment device information the patient said they needed to have a better connection than what they had during the call and will try another time. Patient will call back with equipment for assistance.

Manufacturer narrative:
Continuation of d10: product ID 97715 serial# (B)(6) implanted: (B)(6) 2022 product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they go to get an injection in their back every three months. Pt's hcp does not want their stimulation on during these procedures. Pt noted they just didn't work the device right. Pt reported that the device was working fine.